Manufacturer narrative:
Device 1 of 1. Common device name- cure catheter® for men. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported by the product distributor that a product end user had emailed that patient advised that he got a "uti and was hospitalized". Multiple attempts to collect more information regarding complaint, product lot number, and harm without any success.